Event description:
The customer reported the device presented a malfunction. A review of the device error log during investigation found n56 (replace battery) alarms. During testing, the device alarmed for replace battery upon power on and the battery icon was empty during self-test. The device was powered on again on ac power and the ¿change battery¿ soft key was pressed. The device passed all testing on dc power. The complaint was confirmed and the probable cause was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.